Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 17-oct-2016, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 21-apr-2018, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jan-2018, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-jul-2017, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the dbs was being replaced due to something being wrong and the wires were not in the right location. No patient symptoms or further complications were reported as a result of this event.